Event description:
Experiencing elevated blood glucose (300 mg/dl). Pt indicated that she checked her luer connection and observed the tubing was frated and cloudy. Pt indicated that she changed her infusion set and her blood glucose decreased. Pt sis not rpeort requiring medical attention to address this issue.